Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could smell insulin near the customer's pump; however, the location of the insulin leak was not identified. Blood glucose was 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. No troubleshooting could be performed as the issue occurred in the past.